Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and the caller successfully reset the pump and started their sensor session without further issues.